Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the stoppers were popping off. There was no report of impact to the patient or user.

Manufacturer narrative:
D.4. Medical device type: gim. G.4. PMA / 510(k)#: k213670. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 13 samples in support of this complaint from catalog 367861, lot number 3318826. The 13 samples were inspected for damage with 0 visible defects. A draw test was performed at the manufacturing site on 13 customer sample tubes and no damage was identified with the stopper or how the stopper functioned. Additionally, 100 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues observed with the stopper function. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the stoppers were popping off. There was no report of impact to the patient or user.